Event description:
The following is an email that I sent to p & g about my oral-b dual clean toothbrush replacement head: in regards to your oral-b professional care dual clean replacement brush heads. After only using it for one month's time, the lower portion that goes up and down (main body and that does not spin) broke off in my mouth on friday (B)(6) 2014. Luckily, it was at the bottom of my mouth and I felt it there and I didn't choke on it, but I could have! Whether it is known for becoming loose and/or not lasting at least 3 months, never should it break off in one's mouth. You should be held liable for it doing so and by putting people (me and others) in jeopardy. At the least, this particular dual clean brush head needs to be re-called and taken off of the shelves/market. I am writing you to do my duty to society so maybe a possible choking victim can be prevented; this is my due diligence. To think what could have been scares the hell out of me. I know I am not the first to complain of a broken head. You should also know that I kept both parts to it (the part I spit out and the main brush head itself). I may or may not contact a lawyer or my local news outlets but I at least want you to do the right thing. Prevent a tragedy before there has to be one. I got lucky but someone else may not be. Thank you for your time, input and understanding regarding this very important matter at hand. Here is their response: thanks for contacting oral-b power. I'm very sorry the brush head broke off in your mouth. I am glad to hear you are ok and did not swallow it. We have many checkpoints along our manufacturing lines to ensure the quality of both our products and packaging, so we'd like to get yours back to better understand what happened. I'm following up with mailing materials so you can return the product to us, I'll also be sending a coupon that would be good for (B)(6) towards the purchase of your next package of brush heads. Look for my postal mailing to arrive within the next 2-3 weeks. Thanks again for bringing this to our attention. (B)(4) oral-b power team . Here is my rebuttal: by reading comments from other people on-line, I see that I am not the only one who's complained that their head broke off within a month or so of using it. Do you plan on issuing a recall of the dual clean head so no one else in the future suffers a worse fate than I did, like choking on a broken head? You are obviously quite aware that this can happen since on your package it states to replace the head in 3 months or less if it becomes broken or damaged! Well if one is not aware that it is broken or damaged and then uses the head and it becomes dislodged into their mouth then someone can die by choking on your broken head. I am trying to prevent that from happening (and so should you), this is called duty of care. The part that broke off in my mouth is obviously more susceptible to break off than the part that just spins. Before I return it to you, I want to make sure that you will do the right thing here being the responsible party of creating the product in question. Once I am satisfied in this fashion that I will most likely return the defective product to you. Thank you again for your time, input and understanding regarding this very important matter. I hope that you respond in a timely fashion. Here is there responses: thanks for contacting oral-b, (B)(6). I certainly understand your concern after the brush head became loose and broke in your mouth. I use these as well so I can understand how scary this can be. We do have those recommendations on not using the brush heads if it would become damaged or detached so it cannot be swallowed. I did sent you some pre-paid mailing materials so we can get those back to take a look at why this had happened so we can check the lot and be sure this does not happen again since all of our brush head go through numerous quality checks throughout the manufacturing process. I want to assure you that I have forwarded all of your comments to the appropriate members of my team to ensure this does get investigated as the safety of our products is our top priority here at oral-b and we want to assure you that your comments and concerns have been heard and will be addressed appropriately. Thanks again for writing and I hope I have put your mind at ease. (B)(4) oral-b team. I understand that I probably cannot sue them since although there was negligence, I believe no one got injured per se. I am hoping that by bringing this to your attention it will force the company to issue an immediate recall on the product. I would like to know if you can assist me with making this happen? Thank you for your time and input and I look forward to your response!